Manufacturer narrative:
No manufacturing defects were revealed in the evaluation of the returned fiber units. It is acknowledged all holmium fibers are 100% power tested prior to release which confirms the operational capacity of the fiber. The root cause of the complaint as reported of fiber burn was not able to be confirmed, however, it is likely to related to the state of the customer laser due to the small amount of energy written on each rfid tag which is indicative of an errant laser energy affecting the fiber unit. The complaint of fiber breakage was also unable to be confirmed but it is acknowledged a mechanical force placed on the unit or damage during usage is the likely cause. Holmium fibers are fragile and must be handled with care as indicated on the dornier IFU for holmium fibers. No process or material deviations were revealed and no manufacturing defects were confirmed.

Event description:
A notification was received regarding 2 holmium fiber units which were reported to have burned/broke during usage.